Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6 investigation summary: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The x-ray investigation revealed that the pfna-ii ã¸10 long le 130â° l280 tan was observed broken in two parts from the middle, along with the femur bone. No other issues were observed. Therefore, the reported condition can be confirmed. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pfna-ii ã¸10 long le 130â° l280 tan would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part# 473.053s. Lot # l408368. Manufacturing site: werk bettlach. Manufacturing date: 04.may.2017. Expiration date: 01.may.2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.

Event description:
It was reported that he patient underwent orif surgery for a femur fracture with the pfna long nail. The surgery was completed successfully with no delay. However, it was confirmed that the pfna long nail was broken on an unknown date, and removal and revision surgery for replacing the pfna long to a tfna long was scheduled.

Event description:
Additional information received: a. Did the revision surgery took place on the mentioned date?: yes. B. Was there any allegation against the screws and the blade?: no. C. Post-operative: post-operative/ revision/ removal events: how long has the implant been in the patient?: approximately 1year and 54days has there been a removal/ revision surgery?: yes, it was performed on (B)(6) 2025. If there has been a removal, please provide the following: implant date (mm/dd/yyyy): (B)(6) 2024, explant date (mm/dd/yyyy): (B)(6) 2024, what was the reason for removal/revision surgery?: the nail breakage.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.